Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent replacement procedure on a (B)(6) female patient. According to the complainant, the deployment handle snapped off during deployment of the stent. The remaining 1cm of the stent was deployed using vise-grips and pliers. The nurse indicated she accidentally bent the handle twice, which could have resulted in the breaking of the handle. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).